Event description:
It was reported by service report that the nurse call head wall cable at the bed was broken and some functions did not work. There was patient involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: stv autoconfig. Board.